Event description:
During prep of the ablation catheter, the lever that controls the deflection of the catheter tip failed. The catheter was removed and replaced and there was no harm to the patient. Manufacturer response for ablation catheter, (brand not provided) (per site reporter) clinical site notified mfg rep directly.